Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary bottom drawer 6 of the tower failed and would not open. The drawer contained all the respiratory medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height matrix drawer 7 failed to detect closed. A field service engineer (fse) found items jammed between the drawer and sensor; after removing the items, tested the drawer and confirmed it was working properly. The system functioned as intended after the field service engineer repaired the device.